Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance and advised the customer that their device is no longer serviced and provided the customer with an end of life letter. Physio recommended that the customer replace the device and remove from service. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device intermittently was unable to deliver defibrillation therapy. This was observed during the shift check of their device. The customer also advised that the device looks like it may have been dropped. There was no patient use associated with the reported event.